Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: e1 (event site address, event site city), h6 (medical device problem code) additional point of contact: (B)(6).

Event description:
It was reported by customer during routine check that the cs100 intra-aortic balloon pump (iabp) unit had EKG cable damaged. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to assess the repair work in order to provide a price quote. The (fse) reported that ECG cable was damaged due to wear and tear over time. There was no malfunction or repair done on the unit. The customer provided a purchase order and the replacement cable will be shipped to the customer.

Event description:
N/a.